Manufacturer narrative:
(B)(4).

Event description:
Procedure: esophagectomy/gastric tube. According to the reporter: on the 2nd firing, a screw came off of the handle part. The piece was retrieved which extended operating room time by more than 30 minutes.